Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2021, the patient's infusion set's tubing detached/broken at the site connector. At the time of the event, her blood glucose level was around 398 mg/dl. The infusion set had been used for about three hours. Further, the patient replaced infusion set and insulin was resumed successfully. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2021, the patient's infusion set's tubing detached/broken at the site connector. At the time of the event, her blood glucose level was around 398 mg/dl. The infusion set had been used for about three hours. Further, the patient replaced infusion set and insulin was resumed successfully. No further information available.